Event description:
Related manufacturer reference number: 2017865-2022-10263. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted that the right ventricular channel exhibited low pacing impedance, a decrease in r wave amplitude and noise that was oversensed by the device. X-ray imaging was performed but did not find any issues. The physician could not determine if it was a lead issue or a pacemaker header issue. The pacemaker and rv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing, low pacing impedance and r wave amplitude variation were confirmed. Final analysis found that the complete lead was returned in one piece. Visual inspection found inner insulation damage at 16.9 cm from the connector pin consistent with damage due to overtightened suture sleeve tie. Electrical testing did not find any indication of conductor fractures except for arcing of current was noted at the suture sleeve tie location. The cause of the reported events was isolated to the inner insulation damage at the suture sleeve tie location consistent with damage due to overtightened suture sleeve tie.

Manufacturer narrative:
The reported event of oversensing, low pacing impedance and r wave amplitude variation were not confirmed. Final analysis found that the complete lead was returned in one piece. Visual inspection found outer insulation with procedural damage at 11.0 cm from the connector pin. Electrical testing did not find any indication of conductor fractures but found an internal short between the inner coil and outer coil conductor paths consistent with procedural damage. Further analysis was performed and found the inner insulation was cut/damaged consistent with procedural damage. All damage noted to the lead body was consistent with that occurring at time of procedure.